Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the rca. After the index procedure the patient had st elevation and chest pain which resolved at presentation to the cath lab. Revascularisation was performed by implanting two resolute onyx des in the rca on the same day. Cec adjudicated a non q wave target vessel mi 3rd udmi peri-pci and the revasc as clinically driven tlr.